Event description:
The day after I installed the first tray - in 2008 -, the left side of my tongue swelled up badly. I had problems swallowing, talking and eating that day. When I looked at my tongue in a mirror, the left side looked like it was chewed up, like it was run through a series of gears. I have never had this problem before as a child when I had braces and a retainer. When I went back to dentist that installed them, she used her drill to mill down the sides of the invisalign tray. This just left a rough edge that still managed to irritate my tongue. The swelling did not subside for another 4 days. During this time, I had problems talking and eating. When I switched to the second tray in the program the next month, I again experienced a milder inflammation, this time on the right side of my tongue. Again, it appears that my tongue was run over by gears. I could only wear the invisaligns for 4-6 hours at a time before they became too uncomfortable. It is only today, that the swelling has subsided. I was not informed before I started that tongue irritation would be a problem. It was not until I returned to my dentist that she told me about the irritation. My dentist recommended that I use dental wax if it happens again, but it is difficult to get the wax to stick to the device, and often comes loose. Dates of use: 2 weeks in 2008. Diagnosis or reason for use: dental device. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.